Event description:
It was reported by an employee at a nursing home that they tripped over a posey alarm and/or sensor pad wiring and fell. They reported that they suffered an injury to their knee and ankle. They believe that the facility they work at is placing the product wrong and it is causing the wire to stick out. The fall occurred in 2008, and the employee is still suffering leg pain. No specific model involved has been provided by the reporter. More information has been requested but none has been received.

Manufacturer narrative:
.